Event description:
Customer reported that the insulin pump keeps going into threshold suspend and customer stated that her blood glucose was actually high. Customer was not able to calibrate with the readings so far apart. Customer received a calibration error. Customer was taking penicillin because of tooth ache. Current blood glucose value was 186 mg/dl, sensor glucose value 70 mg/dl. Customer was advised that the penicillin can affect the glucose readings, but she will need to speak with the doctor. Customer did calibrate with a blood glucose value of 313 mg/dl the night before and the sensor was reading 202 mg/dl. Customers also mention the insulin pump has a crack. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.